Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer stated that he had to complete set change 3 times before it finally worked. The customer stated the pump is now backed to normal and working, blood glucose levels are always within range. The customer was explained that it may have been due to occlusion between sets/reservoirs. The customer was advised to call in order to do troubleshooting. Customer was advised that we are sending t-pack of reservoir and infusion as replacement.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.